Event description:
The customer reported that following a liver rf ablation procedure on a patient with special circumstances (both legs amputated), burns were noted at each of the four pads sites. Two pads had been placed on the inside of each thigh, and two pads had been placed on the buttocks. The burns were described as 2nd degree. Type of treatment was not reported.

Manufacturer narrative:
(B)(4). The incident grounding pads were not returned for evaluation. Review of the device history record found the lot was released meeting all specification. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.